Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and due to high blood glucose of 548 mg/dl on (B)(6) 2018. The customer¿s blood glucose was 600 mg/dl at the time of the incident and the current blood glucose 275 mg/dl. The customer¿s blood glucose was 580 mg/dl. The customer treated with manual injection. The customer alleges pump was under delivering due to malfunctioning of the insulin pump. The customer performed the displacement test and it was detected that there was no reservoir detected. The customer stated that there was a large air bubble at the top of the reservoir and the approximate size of air bubbles was quarter of a mil. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis.